Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective stimulation and discomfort at the lead site. Surgical intervention is pending to address the issue.

Event description:
Additional information received reports that the patient underwent surgical intervention in which their system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.